Manufacturer narrative:
The device was not returned to the manufacturing site therefore a technical analysis could not be completed and the complaint could not be confirmed. A review of the manufacturing documentation for lot# ds11362 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # ds11362 to determine if other complaints had been reported against this lot of devices one further complaint was identified for lot #ds11362, (B)(4). A ship history review was completed and found that (B)(4) units from the lot#ds11362 were shipped to (B)(4) on 18-oct-2013. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel and injury to the vascular introduction site are considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Per (B)(4), anticipated procedural complication is defined as where ']the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. The description states that "on (B)(6) 2014, the event of iliac artery dissection with hematoma resulting due to valve sheath access was considered to be recovered / resolved". Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Not returned to manufacturer

Event description:
(B)(6), (iliac artery dissection with hematoma resulting due to valve sheath access (vascular complications), iliac artery dissection with hematoma resulting due to valve sheath access (bleeding complications)). Event description: iliac artery dissection with hematoma resulting due to valve sheath access (vascular complication - 001) / iliac artery dissection with hematoma resulting due to valve sheath access (bleeding complication - 0011): on (B)(6) 2014, during the index procedure, a dissection in the subject's iliac artery was noted as a result of the valve access sheath. The dissection was repaired surgically by suturing the iliac artery on the same day. On (B)(6) 2014, the subject was transfused with 4 units of prbcs. Doppler ultrasound revealed a '40 mm' long hematoma of scarpa's fascia. A second 40 mm long 'thrombosed hematoma' was also identified in the right iliac artery CT scan was recommended . On (B)(6) 2014, CT scan of abdomen and pelvis revealed a major active leak of contrast agent from distal segment of external iliac artery with a voluminous inguinal hematoma (9 x 4 cm) and 6.5 cm deep in the abdominal wall muscle near right iliac fossa. A hematoma in the right intrapelvic region was also noted, extending anterior to psoas muscle and the sacrum. On (B)(6) 2014, hematology measurements revealed: lowest hematocrit value associated with ae: 24.0% (reference range 40-52%). Lowest hemoglobin value associated with ae: 8.0 g/l (reference range 13.0-17.0 g/dl). The subject was diagnosed with anemia and on (B)(6) 2014, was transfused with 2 units of fresh frozen plasma and 3 units of prbcs. The varc classification for the bleeding event and the vascular complication was major. Repeat CT scan revealed an enlarged hematoma at right scarpa's fascia with no active leak. Multiple air bubbles measuring 5 x 3 cm and 2 x 6 cm in contact with hematoma and external iliac artery were noted. Post consultation with vascular surgeon, it was envisaged that the subject does not require any further surgery in absence of biological inflammatory syndrome and hyperthermia. Final doppler ultrasound revealed good flow distal to the restorative vascular surgery. During the course of hospitalization, the subject was noted to have diagnosed with acute urinary retention due to phymosis which required bladder catheterization (reported as ae 003). The subject was also noted to have developed ecchymotic infiltrate in testicular with no sign suggestive of haemotoma and oedema at the penis (reported as ae 004). On (B)(6) 2014, the event of iliac artery dissection with hematoma resulting due to valve sheath access was considered to be recovered / resolved. Of note, on (B)(6) 2014, the leak at the iliac artery was again sutured. No further source documents are available. On (B)(6) 2014, the subject was discharged on aspirin and clopidogrel. Potential relationship to study procedure per investigator for event: related.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
(B)(6) (iliac artery dissection with hematoma resulting due to valve sheath acces (vascular complications), iliac artery dissection with hematoma resulting due to valve sheath acces (bleeding complications)). Event description: iliac artery dissection with hematoma resulting due to valve sheath acces (vascular complication - 001) / iliac artery dissection with hematoma resulting due to valve sheath acces (bleeding complication - 0011): - on (B)(6) -2014, during the index procedure, a dissection in the subject's iliac artery was noted as a result of the valve access sheath. The dissection was repaired surgically by suturing the iliac artery on the same day. - on (B)(6) 2014, the subject was transfused with 4 units of prbcs. - doppler ultrasound revealed a '40 mm' long hematoma of scarpa's fascia. A second 40 mm long 'thrombosed hematoma' was also identified in the right iliac artery CT scan was recommended . -on (B)(6) 2014, CT scan of abdomen and pelvis revealed a major active leak of contrast agent from distal segment of external iliac artery with a voluminous inguinal hematoma (9 x 4 cm) and 6.5 cm deep in the abdominal wall muscle near right iliac fossa.a hematoma in the right intrapelvic region was also noted, extending anterior to psoas muscle and the sacrum. - on (B)(6) 2014, hematology measurements revealed (please see lab table below for additional values): lowest hematocrit value associated with ae: 24.0% (reference range 40-52%) lowest hemoglobin value associated with ae: 8.0 g/l (reference range 13.0-17.0 g/dl) - the subject was diagnosed with anemia and on (B)(6) 2014, was transfused with 2 units of fresh frozen plasma and 3 units of prbcs. -the varc classification for the bleeding event and the vascular complication was major. - repeat CT scan revealed an enlarged hematoma at right scarpa's fascia with no active leak. Multiple air bubbles measuring 5 x 3 cm and 2 x 6 cm in contact with hematoma and external iliac artery were noted. - post consultation with vascular surgeon, it was envisaged that the subject does not require any further surgery in absence of biological inflammatory syndrome and hyperthermia. - final doppler ultrasound revealed good flow distal to the restorative vascular surgery. - during the course of hospitalization, the subject was noted to have diagnosed with acute urinary retention due to phymosis which required bladder catheterization (reported as ae 003). The subject was also noted to have developed ecchymotic infiltrate in testicular with no sign suggestive of hematoma and oedema at the penis (reported as ae 004). -on (B)(6) -2014, the event of iliac artery dissection with hematoma resulting due to valve sheath access was considered to be recovered / resolved. - of note, on (B)(6) 2014, the leak at the iliac artery was again sutured. No further source documents are available. - on (B)(6) 2014, the subject was discharged on aspirin and clopidogrel. -potential relationship to study procedure per investigator for event: related.